Event description:
It was reported that the pt experienced a shocking/jolting sensation and/or a "pulsating" sensation during positional changes. The pt stated it felt "heavy down the right leg and can't feel down the left leg". The pt should feel stimulation in his feet. The pt could not turn the stimulation on while laying down on his back because it "pulsated too much down right leg" and turning his neck and/or moving his neck while laying down in bed resulted in a "shock that was so bad; it caused the pt to jump up." The pt claimed he "had trouble from the day he got the implanted device". The pt received a "call you doctor" message. When the pt tried to turn on the pt programmer after attempting to clear the pt programmer screen, he was jolted. The pt was adjusted the MFR rep and the stimulation was "not right" afterward. The pt was scheduled to see two physicians at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report.